Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. After investigation, the event date should update to be (B)(6) 2024. The specific gender and age of the patient are unknown. In (B)(6) 2024 (specific surgical date unknown), the patient underwent the laparoscopic liver and gallbladder surgery in hospital (specific patient diagnosis and surgery name unknown). The surgeon used pdp148h for bile duct sewing during the surgery (specific suturing method is unknown). During sewing, the tail of the needle broke (specific length of the broken end is unknown). The surgeon immediately performed intraoperative CT examination to assist in looking for the broken needle, but the broken needle was not found in the patient's body, so the surgery continued. The subsequent surgical operation went smoothly, but the broken needle was not found in the end. The event did not cause any other harm to the patient except for prolonging the surgery time by about 1 hour. The patient's condition is currently stable and has been discharged smoothly. No further adverse event reports have been received.

Event description:
It was reported that a patient underwent a laparoscopic liver and gallbladder procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that during surgery, the needle broke during sewing. Then CT was used to look for the broken needle but failed. The patient is currently stable. No adverse patient consequences were reported. Additional information was requested.